Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and assembly of the tubing into the drip chamber is not according to specification, a low assembly was observed. Pressure and clear passage under water was performed and a leak between the assembly of the tubing into the drip chamber was observed. The reported condition was verified. The cause of the condition was due to improper application of the solvent to the set during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is premature (pediatric). Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked at the bottom of the drip chamber. This issue was identified during patient infusion with total parenteral nutrition (tpn). The tpn bag was discarded and patient was placed on clear fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.